Event description:
It was reported that a patient underwent a breast mass excision procedure on an unknown date and topical adhesive was used. Approximately forty eight hours after the application, the patient experienced blistering where the topical adhesive was applied. The topical skin adhesive was removed and the patient was given antihistamines. The patient has since recovered.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.